Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device failed the safety valve test during est. The device was in clinical use at the time of the event. No patient harm was reported. Patient information was requested, but the customer advised that the information was unavailable.